Event description:
An optometrist reported a patient with lid swelling and conjunctival injection in both eyes one day follow lasik treatment. The patient reported vision was blurry. In a follow up with the optometrist, she indicated on the date of the event, the patient's topical steroids were increased and the patient was prescribed aminoglycoside antibiotics drops and an oral antibiotic to prevent infection. On (B)(6) 2014, a bandage contact lens was placed on the right eye only and then removed on (B)(6) 2014. The inflammation was worse following removal of the lens. On (B)(6) 2014, the patient was diagnosed with central toxic keratopathy in the right eye. According to the surgeon "some patients just react differently following laser surgery." The patient was no longer using the topical steroid drops and was prescribed cyclosporine ophthalmic emulsion twice a day and sodium chloride hypertonicity drops once a day. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).